Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. Device had minor scratched display window and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the numbers on the screen kept scrolling when trying to deliver a bolus and then the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 135 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.